Manufacturer narrative:
Follow-up information received on 25-feb-2016. No further information obtained despite follow-up attempts. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-feb-2016 for the following meddra preferred term: device deployment issue. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, on the right side, it was impossible to release the insert which stayed attached to delivery catheter. This coil was stretched and needed to be clipped at extremity with a plier to remove the inserter and to avoid damaging the tube. The reported events, regarded as a device deployment difficult followed by handling issue (the device stretched) and misuse (insert was clipped), are listed in the reference safety information for essure. During difficult insertions, essure placement may be unsuccessful. In this particular case, the events occurred in association with a complicated essure insertion procedure. Therefore, they were considered as related to the suspect insert. Except for the reported device misuse; which was considered unrelated (due to its nature). This case was regarded as other reportable incident, as although the events did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A review of the reported manufacturing batch record was conducted and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. No sample is available for analysis. Based on the available information no product quality defect was confirmed. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a solicited case report received from a pharmacist in (B)(6) on 27-nov-2015 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(4). Study description: essure generic reimbursement program. The patient had essure (fallopian tube occlusion insert), lot number d30798, inserted on (B)(6) 2015 under general anaesthesia, for permanent birth control. According to the reporter, the procedure was performed in usual condition. The patient took cerazette (desogestrel) and nonsteroidal anti-inflammatory drugs (nsaids). The hysteroscopy (5.5mm) revealed a round uterine cavity. On the left side, essure release was performed with usual markers and there was no visible trailing coils. On the right side, it was impossible to release the insert which stayed attached to delivery catheter; the coil was stretched and needed to be clipped at extremity with a plier to remove the inserter and to avoid damaging tube. The bilateral placement was performed with the concerned insert. Control examination was prescribed to ensure device safety. The surgeon was trained to essure procedure. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, on the right side, it was impossible to release the insert which stayed attached to delivery catheter. This coil was stretched and needed to be clipped at extremity with a plier to remove the inserter and to avoid damaging the tube. The reported events, regarded as a device deployment difficult followed by handling issue (the device stretched) and misuse (insert was clipped), are listed in the reference safety information for essure. During difficult insertions, essure placement may be unsuccessful. In this particular case, the events occurred in association with a complicated essure insertion procedure. Therefore, they were considered as related to the suspect insert. Except for the reported device misuse; which was considered unrelated (due to its nature). This case was regarded as other reportable incident, as although the events did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. Follow-up information and a product technical analysis are expected.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 14-jan-2016 ptc global number (B)(4). Final assessment: lot number d30798, mfg date: nov-2014, expiration date: nov-2017. As of january 5, 2016, no returned product has been received. If product is returned in the future, a child complaint will be created to document the subsequent device investigation. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship with a quality defect is not applicable. Since no medical events were reported, a batch investigation with respect to similar adverse event cases is not applicable. Follow-up received on 28-jan-2016. Nca number was (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, on the right side, it was impossible to release the insert which stayed attached to delivery catheter. This coil was stretched and needed to be clipped at extremity with a plier to remove the inserter and to avoid damaging the tube. The reported events, regarded as a device deployment difficult followed by handling issue (the device stretched) and misuse (insert was clipped), are listed in the reference safety information for essure. During difficult insertions, essure placement may be unsuccessful. In this particular case, the events occurred in association with a complicated essure insertion procedure. Therefore, they were considered as related to the suspect insert. Except for the reported device misuse; which was considered unrelated (due to its nature). This case was regarded as other reportable incident, as although the events did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A review of the reported manufacturing batch record was conducted and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. No sample is available for analysis. Based on the available information no product quality defect was confirmed. Follow-up information is expected.